Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's control board, front panel membrane, and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device's display intermittently froze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.